Manufacturer narrative:
The reason for reoperation: possible deflation,"the right side feels firmer than the left side" and "tenderness at the base of the right breast leading to the armpit". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain, burning and extreme fatigue [on unspecified side]," a possible right side deflation, "the right side feels firmer than the left side" and "tenderness at the base of the right breast leading to the armpit". This record is for the right side. Device remains implanted.